Event description:
The event involved an allegation that without electric alimentation, the pump is turning off. The customer further reported control the battery and that the pump should be substituted. A review of the entire device log during investigation showed n56 (replace battery) and n252 (depleted battery) alarms. The device was powered up and displayed the battery depleted message with an empty battery icon. The device was then connected to ac power and a message to keep the device plugged into ac power was displayed. The device passed the self-test on ac power. When ac was disconnected the device displayed a depleted battery message and powered off. A new battery was installed and change battery option was keyed. The device then passed testing. The complaint was confirmed and the probable cause was a combination of a depleted battery and change battery option not keyed, which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.